Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), fallopian tube perforation ('perforation(fallopian tube(s)),') and genital haemorrhage ('heavy abnormal bleeding') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal infection ("infection (bladder/urinary tract/vaginal),"), cystitis ("infection (bladder/urinary tract/vaginal),"), urinary tract infection ("infection (bladder/urinary tract/vaginal),"), endometriosis ("autoimmune disorder type of disorder: endometriosis"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2010 at the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, urinary tract infection, endometriosis, dyspareunia, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, cystitis, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 20-may-2019: pfs received : aka name added, reporter added, patient demographic updated, events added- abnormal bleeding (vaginal, menorrhagia), bladder infection, urinary tract infection, vaginal infection , endometriosis, dyspareunia (painful sexual intercourse), fallopian tube perforation, fatigue, hair loss. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and fallopian tube perforation ('perforation(fallopian tube(s)),') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". Concomitant products included duloxetine hydrochloride (cymbalta) from 2009 to 2010 and pregabalin (lyrica) from 2010 to 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), endometriosis ("autoimmune disorder type of disorder: endometriosis") and dyspareunia ("dyspareunia"), 11 months after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal infection ("infection (bladder/urinary tract/vaginal),"), cystitis ("infection (bladder/urinary tract/vaginal),"), urinary tract infection ("infection (bladder/urinary tract/vaginal),"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia and dyspareunia had resolved and the vulvovaginal pain, abdominal pain lower, vaginal infection, cystitis, urinary tract infection, endometriosis, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, cystitis, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: new events - she did not undergo an essure confirmation test was added. Severity of event abdominal pain was updated as severe. Outcome of event pelvic pain, bleeding, dyspareunia were updated as recovered/resolved. Onset date of event were updated. Reporter's information, patient demography, concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.